Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-oct-2025. Investigation summary: bd received two hundred and fifty unused representative customer samples for investigation. The samples were visually evaluated. Although the reporting condition of hemolysis was not confirmed, gel smear was observed on eight samples. The barrier gel was smeared on the wall of tube and located towards the top of the tube. Additionally, fifty (50) retention samples were visually inspected for additive presence and gel defects and no issues were observed. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for hemolysis but has been confirmed for gel smearing based on the customer samples provided. Bd was not able to identify a root cause for gel smearing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 4: it was reported during use of bd microtainer® pst¿ tubes with lh (lithium heparin), 1 patient sample was hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 4: it was reported during use of bd microtainer® pst¿ tubes with lh (lithium heparin), 1 patient sample was hemolyzed. There was no health impact or consequences reported.